Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3889-28, lot# j0417846v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient did not feel the stimulation from their implantable neurostimulator (ins). The patient had a lapse of memory due to the onset of alzheimer¿s so it was unknown about any previous symptoms and if the device helped then stopped. The reporter noted that for sure the device had not been working the last year and, when asked, the patient noted it had stopped/not working ¿for quite a while¿. The patient had a lot of urination at night and that the reporter was doing a lot of wash as a result. The reporter did put new batteries in the programmer and, it beeped, but was unable to connect to the ins. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.